Event description:
It is reported that the part of the fms standard device where the balloon is filled, spontaneously broke resulting form the patient turning suddenly in bed. It is further reported that broken pieces was found in the bed. Lastly, the balloon was deflated resulting in successful removal of the device from patient who suffered no injuries; in addition a new fms was inserted without problems.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. Additional information received via email dated (B)(6) 2014 containing photographic images showing evidence of the broken part of the fms device. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted. Convatec will continue to track and monitor such complaints according to convatec inc's complaint handling and CAPA procedures.